Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it wil be provided in the supplemental report.

Event description:
Patient reported the up button on the infusion device is "torn" and difficult to press. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. A preliminary evaluation of the infusion device showed the soft components of the infusion device housing are worn down heavily; therefore, the up button is difficult to press. Additional information will be submitted when the evaluation is complete.